Event description:
It was reported that this pacemaker reverted to safety mode operation. Consequently, it was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility.